Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer was not detected on the bus. A field service engineer (fse) inspected and reset all display and ic3 board connections. Although the correct light emitting diode (leds) were observed, the display remained in a reboot loop. Upon closer inspection, corrosion or debris was found near the universal serial bus (usb) port and further along the board. The connector cable was cleaned, and the display was replaced. During testing, the helmer fridge booted successfully and passed all functionality tests via the hardware test application. However, the station displayed an incorrect serial number, indicating corrupted data on the sd card. The fse replaced the secure digital (sd) card and updated the station¿s model and ID number. The temperature offset settings were configured, and the fridge stabilized at 42°, within acceptable range. The customer successfully rebooted the station twice without any initialization issues. A follow-up confirmed that the helmer fridge was operating within range, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed and was not detected on the bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator failed and was not detected on the bus. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.